Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the e216 and intermittent image occurred due to a component failure of the electrical components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a scope communication error code (e216) and intermittent image. The unspecified procedure was completed using the back-up device. There were no reports of patient harm.